Event description:
Information received indicates while checking the bed, the technician found the head hi/low function was drifting down.

Manufacturer narrative:
The technician replaced the hydraulic manifold to repair the bed.